Manufacturer narrative:
Manufacturer complaint reference: (B)(4).

Event description:
New information was received on (B)(6) 2017. The initial corneal inlay surgery was uneventful. Fiber could have been transferred from surgical environment (drape, eye spear, 4x4 gauze, etc.). The patient's preoperative bcdva was 20/20. Patient was last examined on (B)(6) 2017 and the following update was provided: bcdva was 20/25. Inlay is clear and well-centered. Patient is doing well with some dryness issues which is expected to resolve.

Manufacturer narrative:
The inlay was lost during removal of the fiber and is not available for evaluation. The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. Inlay exchange is listed in the device labeling as a potential risk. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. At the one day postoperative visit, debris (fiber) was observed in the flap interface touching the inlay. One week postoperatively, the flap was lifted and the stromal bed and the stromal side of the flap were irrigated. The inlay was then re-centered and the flap repositioned, however, the fiber was still observed during the slit-lamp examination. The flap was lifted a second time to remove the fiber, but the inlay was rinsed away during irrigation. A new inlay was successfully implanted, but the slit-lamp examination showed the fiber still remained in the interface. The flap was lifted a third time and the fiber was removed successfully and the inlay was re-centered and the flap repositioned. There is no known adverse impact to the patient's vision. The source of the debris is not known at this time. Additional information has been requested.